Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to instance of high and low blood glucose level. Customer stated that the retainer ring was missing. Customer stated that the reservoir was able to lock in place. Customer stated that the insulin pump had hardware low level failure alarm during self test. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-unk.

Manufacturer narrative:
On (B)(6) 2021 the customer alleged cosmetic damage at the reservoir compartment(missing retainer ring and o-ring) and pump error 63 alarm. In addition customer was hospitalized for low and high bgs occurrences. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. However, insulin pump received with a high sleep current measurement and active current measurement. Device received with the audio alert functioning properly. No audio alert anomaly noted. However, pump error 63 alarm (variable 3) confirmed in the device history on (B)(6) 2021 at 10:41am. Device was cut open to perform visual inspection and found moisture damage on electrical board 1. No missing retainer noted. The test p-cap and reservoir does lock in place in the reservoir compartment. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing belt clip rail plate and missing reservoir tube o-ring. Cosmetic damage was confirmed where missing reservoir tube o-ring was noted. Unable to verify customer alleged for low and high bgs. Pump error 63 alarm (variable 3) confirmed in the device history on (B)(6) 2021 at 10:41am due to broken pin 1 trace on keypad assembly. Unexpected battery power loss confirmed during testing due to moisture damage on the battery tube connector and electrical board 1.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, insulin pump received with a high sleep current measurement and active current measurement due to moisture damage on the battery tube connector and electrical board. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. No missing retainer noted. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing belt clip rail plate and missing reservoir tube o-ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.